Event description:
The customer reported to olympus that there was an error code e315, the camera head coupling had detached, and there was a crack in the electrical connector. The issue was found during preparation for a therapeutic laparoscopic appendectomy. The procedure was completed with another similar device with no delay to the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection, error b30 (scope communication error) was observed; water invasion evident on charged coupled device pins, leaks were found in the cable and the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the following were observed: phenomenon (1): ¿e315 error¿ was not reproduced. E315 is an error which is displayed when the product or endoscope was broken. The probable cause was temporary flooding and communication failure occurred caused by cable watertightness failure; phenomenon (2): b30 is an error which occurs due to communication failure between cable and processor (instruction manual cv-190 chapter 9 troubleshooting, 9.2 troubleshooting guide). It was estimated that flooding occurred due to cable water-tightness failure, then b30 error occurred; phenomenon (3): ¿camera head ring detached¿ was not reproduced, and the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.